Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colostomy procedure, at the time of firing the device, the device did not fire and a red battery with a line appeared on the screen. A second powered handle was used and connected to the same reload, but the same error message appeared; could not be fired or moved. To resolve the issue the surgeon pushed the two safety button to reset the system and the jaws automatically opened. The surgeon then used a third handle, a new reload, and a second adapter to continue firing safely on the tissue. There was no patient injury.

Event description:
According to the reporter, during a colostomy procedure, at the time of firing the device, the device did not fire and a red battery with a line appeared on the screen. A second powered handle was used and connected to the same reload, but the same error message appeared; could not be fired or moved. To resolve the issue the surgeon pushed the two safety button to reset the system and the jaws automatically opened. The surgeon then used a third handle and a second adapter to continue firing safely on the tissue.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#: (B)(6)), sigphandle, sig power sigphandle handle (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.